Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: screwdriver (part: unknown, lot: unknown, quantity: 1), drill guide (part: unknown, lot: unknown, quantity: 1).

Manufacturer narrative:
Device is a veterinary product. No patient information will be reported. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Veterinary complaint: it was reported that on (B)(6) 2019, the surgeon was unable to get the drill guides off of a locking compression plate (lcp) using the correct screwdriver. They were able to get a couple of the drill guides off when applying a lot of pressure. The screwdriver kept on turning in the drill guides. The surgeon ended up using a different plate to complete the surgery. Procedure was completed with a ten (10) minute delay. There was no impact to the patient. Concomitant devices: screwdriver (part: unknown, lot: unknown, quantity: 1). This report is for a 1.5 mm lcp adaption plate 12 hole with guides. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: visual inspection: the 1.5 mm lcp adaption plate 12 hole with guides was received at us customer quality (cq) with no signs of any visual damage. The guides were also received with no signs of damage. Functional test: the screwdriver was not returned therefore, a functional test at us cq could not be completed. The guides were unable to be removed from the plate freehand. The guides that were already separated could be screwed onto the plate and were able to be removed with no issues. The complaint was not able to be replicated, therefore the complaint is not confirmed. Dimensional inspection: dimensional analysis was not performed as the stuck guides were not able to be removed. Based on the visual and functional test with the separated returned guides there is no damage to the plate threads or the guide threads. Document/specification review: the following drawings were reviewed: 12 hole straight plate preloaded, ss 1.5 lcp modular mini frag. Small threaded drill guide. A manufacturing record evaluation could not be performed as the lot number is unknown. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.